Event description:
Brushhead broke off/snapped in the middle (device breakage). No adverse event. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, two oral-b brushheads, version unknown snapped off of the brushhead attachment. The first brushhead after a few uses and the second after the first use. No symptoms developed. (B)(6) 2014 the consumer reported the brushheads were oral-b precision clean brushheads and they had snapped in the middle about a week and a half prior. They had not been dropped.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.